Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 03jun2008. The review was performed from the date of manufacture to the present date 07jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the alleged over infusion of phenylephrine but rate and volume were not given. Has damage to top left area of the platen and alleged caused free flow. Logs shows rate and volume of 6 ml/hr and vtbi 49.2 set up at 11:07 am. There was patient involvement and no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that the alleged over infusion of phenylephrine but rate and volume were not given. Has damage to top left area of the platen and alleged caused free flow. Logs shows rate and volume of 6 ml/hr and vtbi 49.2 set up at 11:07 am. There was patient involvement and no patient harm.